Event description:
It was reported that the surgeon implanted a total hip, but the implant dislocated two weeks later. The v40 head had disassembled from centrax cup. The centrax was replaced several days later.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.